Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received four sensor error alerts. During the call, the customer stated his blood glucose was 568 mg/dl. He stated that the high blood glucose was due to personal problems and he treated with a manual injection. The customer could not troubleshoot because he was driving. The customer was advised to select reconnect old sensor and calibrate when stable.